Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 days after the dental implant was placed in the mouth, the implant had achieved primary stability but not osseointegration in type iii bone. Clinician reports patient's insufficient bone quality/quantity and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 days after the dental implant was placed in the mouth, the implant had achieved primary stability but not osseointegration in type iii bone. Clinician reports patient's insufficient bone quality/quantity and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).